Event description:
Event description boston scientific cardiac rhythm management (crm) received information that review of the episodes of this cardiac resynchronization therapy defibrillator (crt-d) revealed intermitten loss of capture that occurred shortly after the device was implanted. No adverse patient effects have been reported.